Manufacturer narrative:
Preliminary analysis revealed that the reported issue is attributable to a short circuit issue between two conductors of the lead.

Event description:
During a pacemaker implantation procedure (dated (B)(6) 2017), following implantation of a ventricular lead, the physician inserted the subject lead into the patient's atrium. With the lead tip positioned at the right atrial appendage, the lead was tested using a pacing system analyzer (psa) from biotronik; however, the p-wave amplitude was unmeasurable. This time, the alligator clips were confirmed to be properly connected. As failure of the alligator clips or the psa was suspected, the ventricular lead, which was fixed in the ventricle earlier, was tested using the same alligator clips and psa. As a result, the r-wave amplitude was confirmed to be measurable. The alligator clips were reconnected to the atrial lead, and each of the cathode and the anode coils was tested in unipolar configuration; in these tests, the p-wave amplitude was successfully measured and pacing pulses successfully captured the atrium through each coil. The atrial lead impedance was measured at around 1000 ohms. The atrial lead was tested again in bipolar configuration; the result was that the p-wave was unmeasurable. With the above results, the use of the atrial lead was discontinued and the lead was thus extracted. A new atrial lead was implanted in the atrial appendage, following which normal lead measurements were obtained using the same psa for the p-wave amplitude, the atrial threshold, and the atrial lead impedance. The procedure was completed without further problems.

Event description:
During a pacemaker implantation procedure (dated 30 mar 2017), following implantation of a ventricular lead, the physician inserted the subject lead into the patient¿s atrium. With the lead tip positioned at the right atrial appendage, the lead was tested using a pacing system analyzer (psa) from biotronik; however, the p-wave amplitude was unmeasurable. This time, the alligator clips were confirmed to be properly connected. As failure of the alligator clips or the psa was suspected, the ventricular lead, which was fixed in the ventricle earlier, was tested using the same alligator clips and psa. As a result, the r-wave amplitude was confirmed to be measurable. The alligator clips were reconnected to the atrial lead, and each of the cathode and the anode coils was tested in unipolar configuration; in these tests, the p-wave amplitude was successfully measured and pacing pulses successfully captured the atrium through each coil. The atrial lead impedance was measured at around 1000 ohms. The atrial lead was tested again in bipolar configuration; the result was that the p-wave was unmeasurable. With the above results, the use of the atrial lead was discontinued and the lead was thus extracted. A new atrial lead was implanted in the atrial appendage, following which normal lead measurements were obtained using the same psa for the p-wave amplitude, the atrial threshold, and the atrial lead impedance. The procedure was completed without further problems.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During a pacemaker implantation procedure (dated (B)(6) 2017), following implantation of a ventricular lead, the physician inserted the subject lead into the patient's atrium. With the lead tip positioned at the right atrial appendage, the lead was tested using a pacing system analyzer (psa) from biotronik; however, the p-wave amplitude was unmeasurable. This time, the alligator clips were confirmed to be properly connected. As failure of the alligator clips or the psa was suspected, the ventricular lead, which was fixed in the ventricle earlier, was tested using the same alligator clips and psa. As a result, the r-wave amplitude was confirmed to be measurable. The alligator clips were reconnected to the atrial lead, and each of the cathode and the anode coils was tested in unipolar configuration; in these tests, the p-wave amplitude was successfully measured and pacing pulses successfully captured the atrium through each coil. The atrial lead impedance was measured at around 1000 ohms. The atrial lead was tested again in bipolar configuration; the result was that the p-wave was unmeasurable. With the above results, the use of the atrial lead was discontinued and the lead was thus extracted. A new atrial lead was implanted in the atrial appendage, following which normal lead measurements were obtained using the same psa for the p-wave amplitude, the atrial threshold, and the atrial lead impedance. The procedure was completed without further problems.